Event description:
Report received of unrequested bolus dose deliveries. The pump was programmed to deliver morphine sulfate 1mg/1ml in the bolus only mode with a 1mg loading dose, 1mg pca dose, 6-minute patient lockout, container size 50mg. The pump was programmed in the recovery room. When the pump was connected to the patient, the customer "could not get the device to do anything". The pump was removed from clinical service at this time. It was reported that after the device was removed from service, the pump history indicated that three unrequested bolus doses of 1mg each were delivered to the patient. The patient had no adverse effect. No medical interventions were required. The patient was reported to be fully alert and conversing.